Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value and delivered a bolus, but the bolus was not being accurately represented in the pump history. Review of the pump data logs by tandem technical support verified that the pump time was changed on multiple dates causing the discrepancy between the bolus history. Additionally, the customer was educated that due to the time being changed, the bolus was being accurately represented on the date/time it was requested, but the insulin on board (iob) was calculating based on the duration. The contact acknowledged the information and successfully adjusted the pump time/date. During a follow-up call, the contact verified the pump was functioning as intended. Blood glucose level was 199 mg/dl.